Event description:
It was reported that the bmw guide wire was used as a buddy wire during a stenting procedure in a proximal right coronary artery (rca) lesion with no calcification. A non-abbott stent was implanted at the ostium of the rca. The bmw guide wire was used as a buddy wire to help position the stent, but had been removed and was not in the vessel when the stent was implanted. It was then used to position the second non-abbott stent, overlapping the first stent distally. After the stent was positioned, the bmw guide wire was attempted to be removed, but became stuck near the ostium and had to be pulled hard to remove it. The stent delivery system (sds) of the non-abbott stent which was positioned overlapping the implanted stent was also pulled in an attempt to remove the guide wire. As a result of pulling the non-abbott sds, the stent damaged the previously implanted stent, and subsequently dislodged from the sds balloon. The bmw guide wire was removed but had become stretched during the removal attempt. The sds balloon was used to deploy the stent which had dislodged, and also to dilate the previously implanted stent which had become damaged. No adverse patient sequelae were reported. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to resistance during removal may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case, it is possible that the guide wire was trapped with the lesion and/or other device. The reported stretched coils of the guide wire was likely the result of the reported resistance since there was no damage reported during inspection prior to use. Reportedly, the guide wire was removed from the anatomy by removing the non-abbott stent delivery system and damaged the implanted non-abbott stent. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record for the product was not reviewed and a similar incident query was not performed because the product was not returned and part/lot number were not reported. The reported difficulties and stretched coils appear to be related to operational context of the procedure and there is no indication of a product quality deficiency.